Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. (B)(4).

Event description:
After the initial intraocular lens (iol) implant procedure, the patient complained of continuous pain and large scar/clouded area. The pain resolved a day later and the surgeon treated the other event with laser. The patient later reported that they cannot see up close to read, cannot drive at night due to glare/halos from lights. She is an artist and cannot see to do her art work. Additional information has been requested and is pending from her next appointment.